Manufacturer narrative:
B4: 30aug2021. The customer replaced the cpu pcba and the issue was resolved. Based on information provided and service performed, the customers alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Report date: 13aug2021. There was no patient involvement.

Event description:
The customer reported that the backup alarm failed. There was no patient involvement. The customer spoke with a remote service engineer (rse) and confirmed they found the error in the logs. The rse advised the customer of the part number for the cpu pcba. Other information is pending.